Event description:
A hospital in (B)(6) reported that the tubing of an opt314 optiflow junior nasal cannula has come apart at the connection between the tubing and the wigglepad while the nurse was turning the patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint cannula has been returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: the visual inspection revealed that the right tube of the cannula was detached from the cannula. The lengths of both the left and right tubes were measured and found to be within specification for this product. A lot check could not be performed as no lot number was provided. Conclusion: it is most likely that the right tube of the cannula was inadvertently pulled when the hospital staff was turning the patient, causing it to detach. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. All optiflow junior nasal cannulas are 100% leak and occlusion tested at the production line to ensure that the product is safe for use. In addition a sample is taken from each run and pull tested to ensure that each joint exceeds the peak load of 10n. This suggests that the damage to the right tube occurred after release for distribution. Our user instructions that accompany the product state: "under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Ensure that all connections are secure during use" in addition the user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. It also states the following: "do not stretch or crush tube". "Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate monitoring must be used at all times."